Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2020. Concomitant medical product: unknown. Concomitant medical product: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient mentioned swelling of the ankle on both the outer and inner areas. Patient stated that the swelling on the right foot started last week. The patient used the unit for 61 days straight then the swelling started. The patient stated that the she woke with soreness. The pain level was at a seven. The pain is below the skin. Sharp shooting pains. The pain has not gone away. The pain level is the same. The patient has not increased her daily activity. The patient spoke to the doctor. The patient has an appointment on (B)(6) 2020. The patient stated that she is not going to use the stimulator until she speaks to her doctor.

Event description:
It was reported that the patient mentioned swelling of the ankle on both the outer and inner areas. Patient stated that the swelling on the right foot started last week. The patient used the unit for 61 days straight then the swelling started. The patient stated that the she woke with soreness. The pain level was at a seven. The pain is below the skin. Sharp shooting pains. The pain has not gone away. The pain level is the same. The patient has not increased her daily activity. The patient spoke to the doctor. The patient has an appointment . The patient stated that she is not going to use the stimulator until she speaks to her doctor the patient called and stated that the swelling and the pain was from the metal in her foot which was removed. Not from the unit. The doctor had her use the unit again which has actually promoted 20% bone growth. She is keeping and using the unit with no issues. The spinal pak device was not returned for evaluation. No further consequences have been reported.

Manufacturer narrative:
Corrections:b4 date of this report, b5 updated the product was not returned for evaluation, d3 manufacturer address and email address, d4 unique identifier (UDI) number, g1 contact office, and manufacturer site, g6 type of report. Additional information: g3 date received by manufacturer, h4 device manufacture date, h6 component, investigation type, findings, and conclusions, h10 and h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record/certificate of conformance was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.